Manufacturer narrative:
Insulin pump received with a cracked case near the corner of the belt clip rails on the battery compartment and a blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error due to the blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage on the motor assembly and force sensor found during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer insulin pump had critical pump error. The customer¿s blood glucose level was 193 mg/dl at the time of incident. The customer reported that they received a critical pump error image on the pump screen. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. Troubleshooting was performed. The insulin pump will be returned for analysis.